Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported failure to advance, and material deformation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending artery. Rotational atherectomy was being performed and the vessel ruptured. A 2.8x16mm rx graftmaster covered stent was advanced; however, failed to cross due to the anatomy. After the graftmaster covered stent was removed it was noted that the stent edge was flared. The procedure was successfully completed with an unknown balloon for pre-dilatation and the deployment of an unspecified graftmaster covered stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.